Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, indicating a fill estimate issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller on how to remove air from the cartridge and advised them to perform this step before filling the cartridge. Customer continued to use the existing cartridge.